Event description:
In 2002, the patient's cells in the cryocyte freezing containers were transported to the ward in a cryo-shipper for a re-infusion that was scheduled for the next day. When the cryo-shipper was opened, two of the cryocyte containers were found to be cracked. One with a starburst pattern and the other appeared to be half split. The remaining cells were thawed and re-infused without incident. The patient was successfully engrafted. During a follow-up visit to the facility 7 weeks later, the clinical specialist was notified that this patient had expired 4 days ago. The center stated that the patient's death was due to the underlying disease, and was not related to the reduced cell dose that was re-infused.